Event description:
Pt revised for pain and malpositioning.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. The investigation could not draw any conclusions about the reported event; however, the initial reporting stated poor component positioning was a contributing factor. A search of the complaint database did not show any other reports against the mfg lots. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.